Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen, which is off label usage of the device. On (B)(6) 2023, the patient¿s cgm was reading 300 mg/dl. No bg meter comparison was done at this time. The patient self- treated by taking insulin per routine diabetes management. After treating himself with the insulin, the patient started experiencing a headache. He then tested his bg via fingerstick which was 28 mg/dl. The patient called emergency medical services (ems). When ems arrived, they found the patient unconscious on the couch. Ems treated the patient with IV dextrose (d50) and transported him to the emergency room (ER). The patient regained consciousness while at the ER. The patient was observed for 5 hours and was then discharged home. The patient was in good condition at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.